Event description:
It was reported that after a pediatric left colectomy a patient came back in with a stricture. The cdh25p was utilized during the initial procedure to complete the anastomosis.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the post-op stricture was caused or associated to the cdh25p device that was used in the case? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2022. Additional information was requested, and the following was received: we are not sure if this has anything to do with the circular stapler.